Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-13169, 1627487-2021-13171, 1627487-2021-13172, 1627487-2021-13174. It was reported that the patient had an allergic to most parts of their system. It was noted the patient was experiencing itching and rash everywhere. It was noted that the patient's allergist had determined the patient was allergic to silicone. The patient told their physician that they were experiencing pain and rashes, but the physician did not see the symptoms. The patient underwent surgical intervention during which the drg system was explanted, resolving the issue.